Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net with an alert indicating that the charge time limit was reached. There were no recent ventricular tachycardic/ventricular fibrillation episodes. Two manual capacitor maintenance chargings were performed with appropriate results. It was discussed that if another charge timeout would occur for no obvious reason, a device replacement may be considered. The patient was stable throughout.